Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The details of the lesion are unk. The lesion was dilated with the 2.25x12mm apex monorail balloon several times and then ruptured. It is unk how many inflations were made and to what atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported.